Event description:
New information received notes programming changes were made, the patient was stable.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and were to be made by the patient's physician. There were no reported patient consequences.